Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lap. Gastrectomy. During the first firing for duodenum resection, the device firing was stopped before tissue resection (no damage). The tissue was slightly thick. The case was completed using a new device. No patient injury.